Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and available programming and diagnostic history were reviewed. Review of x-rays by the manufacturer revealed lead discontinuity. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient underwent lead replacement on (B)(6) 2014. During the surgery, the surgeon noted scar tissue around the old electrode site. The surgeon chose to remove some of the scar tissue and implanted the new lead. The explanted lead was returned to manufacturer on 12/8/2014. Analysis is underway, but has not yet been completed.

Event description:
Product analysis of the lead was completed. A break in the positive coil was identified. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. The positive coil appearance is characteristic of a stress-induced fracture (fatigue) in at least two strands at the end. The appearance of the suspect positive coil mating end shows a stress-induced fracture (fatigue) in at least three strands of the quadfilar coil at the mating end. Due to mechanical distortion (smoothed surfaces) a conclusive determination of the fracture mechanism of the remaining strand cannot be made. A superficial tear was noted on the outer silicone tubing. The outer silicone tubing is abraded open at approximately 30cm from boot. Abrasions on the inner silicone tubing of the lead coils were noted at approximately 30cm from boot.

Event description:
It was reported that the vns patient¿s showed high impedance. The patient¿s device was subsequently programmed off. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. A lead discontinuity appeared to be present in section d of the lead at the location of the patient¿s 2nd rib and is likely the cause of high impedance. Review of the available programming and diagnostic history showed normal diagnostic results through 06/14/2010. No known surgical interventions have occurred to date.